Manufacturer narrative:
1. Production process review: tracing back the production process batch records and finished product factory inspection records of the two batches of products mentioned above, it was found that there were no changes in raw materials and production processes during the production process and finished product inspection no abnormal situations were found during the process, and the finished product passed the factory inspection results. 2. Sample retention testing: sampling batch number: 220601, specifications: 21g*1 1/4 "/22g*1 1 1/4" safety blood collecting needle retention samples of 5 each (a total of 10) for testing: 1) appearance inspection shows that the surface of the safety blood collecting needle rubber sleeve is smooth, and no abnormalities such as damage or needle holes were found. 2) using the above two batches of simulated clinical blood sample collecting tests, no cases of tube popping were found. 3.root cause analysis: issue of needle tube popped out: based on the comprehensive findings from the investigation above, the occurrence of needle popped out in the blood collection needle is attributed to multiple factors. These include the hardness of the rubber sleeve, excessive silicone oil on the needle tube, as well as the material and hardness of the collection tube rubber sleeve.

Event description:
Recent batches of needles seem to be causing more push back on the tube than the original needles purchased over the spring and summer. 25 or more than half caused the tube to pop completely off the needle when pressure was released. The original batches did cause some pushback, but not to this extent.